Manufacturer narrative:
The product was not returned for evaluation. The customer confirmed the suspect tip was accidentally discarded at their end, and confirmed there was no adverse event (ae) to the patient. No treatment information was provided. Based on the lack of information, no causal factors can be determined and no conclusions can be drawn. Final test verification specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record for serial/lot number (B)(6).

Manufacturer narrative:
A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn. Investigation is ongoing.

Event description:
The user facility in (B)(6) reported seeing a spark and smoke during pulse. It occurred at 688 pulses left on the tip, when the forehead was being treated. Sparks and smoke came from the top edge of this tip, causing this edge to char and melt; the tip stopped working at this point. The client was assessed for any adverse effects and none were found. A new tip was put on the handpiece, and the treatment was resumed without any further complications.